Event description:
--

Event description:
--

Event description:
Boston scientific received information this patient was admitted to the hospital due to an unspecified pacemaker malfunction which was causing palpitations for this patient. Device evaluation noted that this right ventricular (rv) lead was pulled out of the device header. This is the third time this has happened to this lead. The patient is very heavy in the chest and there is no evidence of twiddling. The patient is not pacemaker dependent. The device was programmed to aai mode with very low outputs. The plan is to explore a possible chest reduction and then address the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming there was no lead to device connection issue and this lead had actually dislodged. A revision procedure was performed and the lead was explanted and replaced. The lead was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
The system remains implanted at this time and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This product issue will be updated if additional information is received.